Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null device history review: null mrn 1818910-2023-10265 was reported in error. The product code 831231p was identified to not be sold or marketed in the us. Additionally a similar device is also not sold or marketed in the us. Therefore, regulatory reporting to the us FDA is not required and our decision to report has been modified to not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2022, three of the products in question was used in the surgery for reverse shoulders. After the surgery, it is confirmed there is no suspicion of infection and postoperative follow-up for all patients is ongoing. The surgeon has the following four questions and prefers a written response. Future policy as jj (mhlw opinion guideline presentation), obligation to notify patients, how to respond to lawsuits after patient notification (including contact person and contact details), number of cases of use and infection in japan. No further information is available.